Manufacturer narrative:
Concomitant products: mcs-p3-31-aoa-us transcatheter aortic valve was implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope.  It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.